Manufacturer narrative:
Evaluation of the instrument confirmed that the wire loop has broken off the distal end; we believe the break is possibly due to mechanical damage, but we cannot confirm.

Event description:
Allegedly, during a hysteroscopic resection of fibroid procedure, the doctor noted that the loop broke and fell into the patient. The doctor immediately removed the broken piece and replaced the electrode and went on to complete the case with no delay. The hospital reported there was no injury to the patient.